Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 694958 implantable tachy lead, (B)(6) 2006; 407645 implantable pacing lead, (B)(6) 2006; kdr701 implantable pulse generator, (B)(6) 2003; 1388tc x2 competitor implantable pacing leads, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Evaluation summary: upon analysis, normal battery depletion was found. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device longevity was less than four years. The device was explanted and replaced. During the explant, the lv (left ventricular) lead dislodged. The lv lead was explanted, but a replacement lead could not be placed so it too was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.